Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was explanted for pocket erosion. Cpi physician's manual #354335-001a, page 8, lists erosion as an adverse effect of the ipg.

Manufacturer narrative:
Event conclusion: the ipg system was explanted for erosion. The ipg was returned for analysis. The lead, model 4261, was returned to cpi for analysis and was found to have passed the conductor resistance tests.